Event description:
A malfunction alarm was reported during insulin pumping, identified as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in properly loading a new cartridge, and the customer successfully resumed insulin therapy without further issues.